Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a 56 year old female patient who had been receiving dilaudid (hydromorphone) (40mg/ml, 14.268mg/day) via an implanted infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy. On (B)(6) 2015 the consumer reported that during a pump replacement procedure on (B)(6) 2014 due to regular battery depletion, the catheter was found to be kinked. The entire catheter was replaced during the pump replacement. The information received was considered sufficient to satisfy the required information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).